Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) inspected the system onsite and found system was not booting up. Upon troubleshooting fse identified that the system software and hard disk got corrupted. To resolve the issue, fse replaced the hard disk and reloaded the system software. After replaced the hard disk and reloaded the system software, the system was working as intended. The codes were updated based on the investigation outcome.